Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-aug-2024 / serial or lot#: (B)(6), UDI #: (B)(4). D9: no.  H3: no. H4: mfg date: 04-aug-2023. H5: no.  H6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system. Battery d4: model #:  1650 / catalog #:  1650 / expiration date: 30-sep-2022 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no  h3: no h4: mfg date: 15-sep-2021 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system battery d4: model #:  1650 / catalog #:  1650 / expiration date: 30-sep-2024 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no  h3: no h4: mfg date: 08-sep-2023 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was found down and they experienced a massive cerebrovascular accident (cva) with altered mental status, weakness and they were non verbal. It was also reported that the ventricular assist device (vad) exhibited motor start events with parameters outside of the typical range and the controller exhibited unexpected losses of power and  several controller fault alarms and that two batteries exhibited critical battery alarms. It was not known if the cva caused confusion and the patient lost power by disconnecting the power sources when they heard the alarms.  It was noted that the batteries had been fully drained to 0% at the time of the alarms and losses of power.  The patient's international normalized ratio (inr) was 2.6 prior to admission and was 1.6 at admission and they had a computerized tomography (CT). During one of the losses of power, the controller was plugged into wall power. The patient wase placed on palliative, the vad was decommissioned and they subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: controller serial or lot#:(B)(6) additional products: battery serial or lot#: (B)(6). Additional products: battery serial or lot#: (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6), one (1) controller (B)(6), and two (2) batteries (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed a gradual increase in estimated flows beginning on 08/may/2024, while power consumption remained within normal operating range. Log file analysis revealed three (3) motor start events logged on 09/may/2024 at 15:31:16, 15:35:17, and 15:51:53 in which motor start parameters were atypical. Log file analysis revealed 34 critical battery alarms involving (B)(6) logged on 09/may/2024 starting at 12:10:36. The critical battery alarms were the result of the batteries depleting below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm, (B)(6) was connected to power port one (1) with 22% rsoc and (B)(6) was connected to power port two (2) with 9% rsoc. Both batteries were allowed to continue depleting, thus triggering controller fault alarms, which will occur if a battery is approaching 0% rsoc; four (4) controller fault alarms were logged on 09/may/2024 starting at 14:49:37. A review of the event log file revealed six (6) controller power-up events on 09/may/2024 between 15:04:07 and 16:10:11. The data point recorded before the power-up events revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2); both batteries were allowed to deplete completely, resulting in a loss of power to the controller. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing the additional controller power-up events. As a result, the reported events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the most likely root cause of the critical battery alarms, controller fault alarms, and controller loss of power can be attributed to the batteries being allowed to deplete completely. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.